Event description:
Adverse event report on a medical device called essure, manufactured by conceptus/bayer. When my doctor went to insert the device, the first coil was bent right out of the box. The second coil would not release correctly when it was implanted into my tube. I vomited after the procedure and almost passed out. I was so swollen I looked 6 months pregnant. Still to this day, I can not wear clothes that I had worn the week before implantation. Since the procedure, I get so bloated at times, I look 6-8 months pregnant. I have experienced migraines, nausea, constant cramping (feels like bad menstrual cramps), heavier than normal menstrual bleeding (I was not on hormone birth control before the procedure), unexplained hives, tingling in my hands and feet, my heart condition has worsened (small vessel disease with cardiac spasms not caused by a blockage), worsening of my psoriasis, arthritis, and back spasms.